Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/20/2025, it was reported by a sales representative via (B)(4) that an ar-8741-40 driver, t10 hexalobe tip broke. This was discovered during the case. Debris was produced but the broken piece was retrieved with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8741-40, 3.5 mm beveled ft driver (batch 1392328), was received for investigation. Visual inspection identified a fractured tip and twisted threads. The observed damage is most consistent with off-axis loading and excessive force during use, potentially related to improper bone preparation and misaligned insertion, resulting in prying or levering of the device. The complaint allegation is confirmed. Refer to the investigation photographs.